Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the kink near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath with additional resistance due to the kinks in the pusher assembly. Further evaluation of the device revealed an additional pusher assembly kink. This kink was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a non-penumbra microcatheter, a non-penumbra guide catheter, a balloon catheter, and guidewires. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted three non-penumbra coils and one smart coil into the target location. While advancing the next smart coil, resistance was encountered, and the coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed from the procedure. The procedure was completed using three smart coils. There was no report of an adverse effect to the patient.